Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.0x200mm armada referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the anterior tibial artery and a heavily calcified superficial femoral artery. A 6x200mm armada 35 and 2.0x200mm armada 14 balloon dilatation catheters were advanced to the lesions; however, ruptured before reaching the rated burst pressure on both occasions. Both balloons were removed intact from the patient anatomy and no additional treatment was performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.